Event description:
It was reported that the bed initiated movements without being intentionally actuated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by a field service technician who was not able to replicate the reported phantom motion, however in an attempt to resolve the issue, the left siderail and right siderail were replaced.

Event description:
It was reported that the bed initiated movements without being intentionally actuated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.